Event description:
It was reported that the mlx 300w xenon lightsource (00mlx) has blown fuses. The lamp did not ignite; the power supply failed. There was no patient involvement; thus, no injury or surgical delay was reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Failure analysis - this described failure has been addressed by quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. Root cause analysis - the quality plan was opened to investigate 00mlx power supply and lamp failure and corrective actions have been implemented. It was confirmed that the specified kilovolt trigger from the power supply unit (psu) was less than minimum required by the lamp. The psu was replaced with alternative psu which is compatible with lamp. No post corrective action failures have been identified.